Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient's left hip is dislocating. Adm cup appears horizontal. Stem's neck was notched by rim of the cup.

Manufacturer narrative:
An event regarding malposition and range of motion issues involving an adm shell were reported. The event was confirmed through review of the provided medical records and x-rays by a clinical consultant. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: a review of the provided medical records and/or x-rays by a clinical consultant indicated: adm cup malposition in absent inclination and excessive anteversion has caused impingement between stem neck and cup rim leading to recurrent dislocation and impingement damage of the stem neck requiring revision of all components. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the investigation concluded that the event was caused by adm cup malposition in absent inclination and excessive anteversion. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient's left hip is dislocating. Adm cup appears horizontal. Stem's neck was notched by rim of the cup.